Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the survey source of mesh, the first mesh had two patients with chronic pain when moving.